Manufacturer narrative:
This report is based on the information provided by the initial reporter and evaluation of the sample received. The report stated that the sheath broke off in a patient and was discovered approximately a month later during an office visit. The section of the t-peel sheath was received for evaluation and investigation. The visual inspection found the sheath section to be 2.25 inches long and unpeeled (two halves not separated). The examination of the ends found the tip and needle hub to be missing, along with 1 inch of sheath. As the unsplit sheath was found inside the patient, the entire sheath was not removed after the catheter was inserted. The directions for use (dfu) contains both a warning and a caution concerning sheath breakage. The warning states: "do not reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in patient upon sheath removal." The caution states: "while holding catheter tip (1), withdraw sheath completely from puncture site prior to splitting to avoid sheath breaking off in patient." From the examination of the sample returned, the technique used during the insertion of the unit caused the incident reported. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Introducer sheath broke off in patient's shoulder. Discovered during an office visit. No adverse event reported.